Event description:
Utilizing a interject, clear 23 ga x 240 cm (boston scientific lot#29169375, catalog# m00518300). Attached device to orise primed the device, had difficulty removing the plastic safety, orise broke off in the struggle to release safety. A new set up was obtained and utilized. The safety on the new one utilized was also difficult to remove but special attention to removing it was made and successfully utilized. Manufacturer response for interject, interject, clear 23 ga x 240 cm (per site reporter) product handled by site.